Manufacturer narrative:
Update to h6: investigation conclusions.

Event description:
According to the customer, on (B)(6) 2024 a "piece of plastic on the bladder" from the foley was identified during a procedure.

Manufacturer narrative:
According to the customer, on (B)(6) 2024 a "piece of plastic on the bladder" from the foley was identified during a procedure. The customer reported the foley was placed at the beginning of the operation. The customer reported the piece was removed and a new foley was inserted as a result of the reported incident. The customer reported the "patient is fine". The customer reported no serious injury or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.